Manufacturer narrative:
Follow-up #1 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: review of the black box data revealed the records for the date of the complaint had been overwritten due to continued use by the patient. The available black box data revealed on loss of prime warning (162) with low non-zero force on 28 feb 2016. The pump was exercised for 24 hours without loss of prime duplicated. Force calibration was evaluated and found to be within specifications. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.